Event description:
It was reported that the patient¿s l4 lead has migrated and was confirmed via fluoroscopy. In turn the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s l4 lead was explanted and replaced. Therapy was restored postop.